Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from canada that a patient with a valve model 11500a27 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of four (4) years and seven (7) months due to leaflet degeneration leading to severe central insufficiency with mean/peak gradient of 14/25mmhg. The patient presented with nyha iii symptoms. A 26mm transcatheter valve was successfully implanted within the surgical valve. The patient was noted as to be anticipated next-day discharged.

Manufacturer narrative:
Added information to section e1 (contact). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
Corrected section a1 (patient identifier) and a2 (age at time of the event and date of birth) added information to section d4 (serial number and expiration date), h4 (device manufacturer date) and h6 (type of investigation). H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified.